Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 3008452825-2020-00585; 3005334138-2020-00530; 3005334138-2020-00531; 3008452825-2020-00584. During the procedure, a pericardial effusion was observed. After completing left atrial geometry and voltage mapping and doing an inferior posterior wall radiofrequency ablation line at 45 watts and 40 degrees, the access sheath was pulled to the right atrium, and the superior vena cava was ablated at 25 watts. The patient became hypotensive, and intracardiac echocardiography was used to check for an effusion with trans-thoracic echocardiography confirming a pericardial effusion. A pericardiocentesis was performed. The patient was stable upon leaving the lab.